Event description:
Customer reportedly received results of 50mg/dl and 104mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.